Event description:
As reported via the (B)(4) trial, the patient experienced a perforation of the right common femoral artery (rcfa) during the procedure. The patient underwent a percutaneous transfemoral valve implant procedure via a right femoral artery (rfa) approach. A 24fr edwards retroflex sheath was inserted into an 8.43 mm vessel. The vessel was severely calcified and mildly tortuous. Post valve deployment an illio-femoral run off was done which revealed a perforation of the rfca. A peripheral occlusion balloon was used to control the extravasation while the sheath was removed and the pre-close was completed. The patient was transported in stable condition.

Manufacturer narrative:
The edwards retroflex sheath device was not returned for evaluation; however, there was no report of device malfunction. A device history review (DHR) for the sheath set was performed and all manufacturers' specifications were met prior to release for distribution. According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral valve implant procedure. The minimum required vessel diameter for a 24 fr sheath is 8mm. In this case, the right access site diameter was 8.43mm, however, there was a large mass of calcium in the vessel. As noted in the physician training manual, calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. In this case, it appears that vessel characteristics contributed to the reported vessel dissection. No further actions are required at this time.